Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of calibration in relation to the reported continuous downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified the continuous downstream occlusion error. The cause was determined to be an out of calibration downstream sensor. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous downstream occlusion. There was no patient involvement. No additional information is available.